Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician is still onboarding manta. This was his third deployment. Hemostasis was not achieved after 5 minutes. Physician resorted to open repair of artery. During repair it was seen that bleeding was occurring under collagen. Physician admitted "I may have messed up by loosening pressure which resulted in space between anchor and collagen not being sealed on the vessel."

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Photos were received and reviewed by the investigative team, showing the explanted manta collagen plug) radiopaque lock, collagen, and anchor on the suture. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was planned for closure in the right common femoral artery. Ultrasound guidance was utilized to gain a central positioned access. The arteriotomy was 12mm, with a depth measurement of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Following deployment, hemostasis was not achieved after five minutes. The physician chose to do a surgical cut down to repair the artery. During the surgical intervention it was revealed the bleeding was occurring under the collagen. The physician admitted he messed up by loosening tension which resulted in a gap between the collagen and toggle and unable to create a seal at the puncture site. Therefore, the failure mode of the failed hemostasis was due to inadequate collagen compaction. The IFU was reviewed and lists failed hemostasis requiring surgical intervention as a possible adverse event. And precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. In step 5: deploy device and seal puncture instructs to lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand.